Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a large amount of lubricant on the plunger stopper of bd syringe luer-lok tip. The following information was provided by the initial reporter: recently we have noticed a larger than normal film of lubricant material on the plunger stopper of 5 ml and 10 ml luer lock syringes, to the point where some of the syringes had a coating of lubricant down the interior of the barrel, when the plunger was pulled back. Lot numbers of syringes are 9015952 and 9008870 for 5 ml syringe, and 9015693 for 10ml syringe.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that there was a large amount of lubricant on the plunger stopper of bd syringe luer-lok¿ tip. The following information was provided by the initial reporter: recently we have noticed a larger than normal film of lubricant material on the plunger stopper of 5 ml and 10 ml luer lock syringes, to the point where some of the syringes had a coating of lubricant down the interior of the barrel, when the plunger was pulled back. Lot numbers of syringes are 9015952 and 9008870 for 5 ml syringe, and 9015693 for 10ml syringe.